Event description:
Boston scientific received information that the slack was pulled out of the lead when the patient sat up and the lead threshold measurements increased. Additional information received that the increased threshold measurements was due to micro dislodgement. The lead was replaced with a non-preformed j-shaped lead to add more slack. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.